Event description:
A caller reported an alarm occurrence. There was no adverse impact to the customer's blood glucose level. The customer was instructed by support to load a new cartridge, which was done successfully, allowing the resumption of insulin use.